Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition, new damages/defects were observed: cut on the cable insulation and noise showing on the image due to a faulty ccd were discovered. Based on the results of the investigation, the most probable cause of the complaint is no problem detected, which is either it was not confirmed that there was a problem with the device, or it was confirmed that there was no problem with the device. A review of the device history record- DHR found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had an image problem. There were no reports of patient harm.